Event description:
It was reported that the surgeon was doing a hand surgery and tried to put a 1.7mm lag screw across the fracture site of the pt. While using a 1.4mm drill, the drill tip broke off in the pt's bone. Broken drill tip piece remained in the pt's bone. Surgeon used another 1.4mm drill bit and went proximal to original hole and used a different screw and completed the procedure.

Manufacturer narrative:
The device was not returned for eval. Based on the available info and performed internal investigation, the root cause for the reported event could not be determined. There were no indications found for any material or mfg related issue.